Event description:
It was reported that the patient experienced a replacement of a preconnect inflatable penile prosthesis(ipp) device due to a small leak in the cylinder that kept the device from inflating. The small leak was caused by the needle. The preconnect device was replaced and the reservoir was left. The patient outcome was reported to be fine.

Event description:
It was reported that the patient experienced a replacement of a preconnect inflatable penile prosthesis (ipp) device due to a small leak in the cylinder that kept the device from inflating. The small leak was caused by the needle. The preconnect device was replaced and the reservoir was left. The patient outcome was reported to be fine.

Manufacturer narrative:
Additional information received that the patient is frustrated because he can not achieve the pop every time when he tries to activate his device. The patient states that when he does get it to pop, he is able to inflate normally, but when he can not get it to pop, no fluid transfers. An allegation of a cylinder leak and pump malfunction were reported. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified in the cylinder body of cylinder 1 consistent with damage from a needle, which aligns with the event details. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested; pump functional test failures were identified as the pump failed the deflation and activation test. Product analysis confirmed the allegations of a cylinder leak as well as a pump malfunction. The investigation conclusion code of unintended use error caused or contributed to event was chosen based on the identification of this needle damage that is consistent with unintentional damage.

Manufacturer narrative:
Additional information received that the patient was reported to be very happy.

Event description:
It was reported that the patient experienced a replacement of a preconnect inflatable penile prosthesis(ipp) device due to a small leak in the cylinder that kept the device from inflating. The small leak was caused by the needle. The preconnect device was replaced and the reservoir was left. The patient outcome was reported to be fine.